Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: device evaluation could not be performed since the device was not returned. No relevant manufacturing issues were identified. Conclusion: the exact root cause cannot be determined conclusively.

Event description:
It was reported that; the sales representative reported the following event : " the wings of the diameter 7.5mm screws broke when the nut was inserted with the nut driver. Indication of spondylolisthesis l4-l5 by surgeon. Patient with good quality bone. The surgeon asks: "is the stryker material appropriate for the way he performed the surgery? " the surgeon thinks: "this incident occurs more frequently since I use the sterile screws. Would there be a link?" Summary of the operating technique used: inserting screws. Pedicular screw with square point, pedicle probe, palpator. Inserting the screw with the screwdriver. Installation of the rod and nut. Breakage of the blades reduction on the 2 screws on the right side. Final tightening with torque wrench. When tightening with the torque wrench, the tulip has "broken" at l5 level. The "arms" of the screw head moved away, therefore the nut no longer held in the screw head. The surgeon therefore had to remove the nut in l4 and l5, remove the stem, remove the screw in l5 to replace it with a new screw. New pedicle screw with pedicle probe and palpator. Insert the new screw with the screwdriver. Insertion of the rod, insertion of the nut with the nut driver, final tightening with the torque wrench.

Event description:
It was reported that; the sales representative reported the following event: " the wings of the diameter 7.5mm screws broke when the nut was inserted with the nut driver.indication of spondylolysthesis l4-l5 by surgeon.patient with good quality bone. The surgeon asks: "is the stryker material appropriate for the way he performed the surgery? " the surgeon thinks: "this incident occurs more frequently since I use the sterile screws. Would there be a link?" Summary of the operating technique used: inserting screws pedicular screw with square point, pedicle probe, palpator. Inserting the screw with the screwdriver. Installation of the rod and nut. Breakage of the blades reduction on the 2screws on the right side. Final tightening with torque wrench. When tightening with the torque wrench, the tulip has "broken" at l5 level. The "arms" of the screw head moved away, therefore the nut no longer held in the screw head. The surgeon therefore had to remove the nut in l4 and l5, remove the stem, remove the screw in l5 to replace it with a new screw. New pedicle screw with pedicle probe and palpator. Insert the new screw with the screwdriver. Insertion of the rod, insertion of the nut with the nut driver, final tightening with the torque wrench.